Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose was 494mg/dl. It was stated that the customer's glucose level was higher than normal and he started to treat his blood glucose. The customer attempted to continue treating and changed his infusion set twice. It was stated that the customer was vomiting and was ill. The customer's high glucose was treated at the hospital with insulin drip. Troubleshooting was performed. It was stated that the mother dislodged the plunger, then placed the full plunger upside down in the reservoir chamber and insulin was flooded into the insulin pump. The customer's most recent glucose reading was 212mg/dl. The device recorded properly the boluses and basals in the daily totals. Ran a fixed prime and the insulin exited. Performed a high pressure test and passed, but the customer noticed wetness inside the reservoir compartment. Instructed customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.